Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device displayed alert 32 (alarm delivery motor communication) immediately upon restart, even with supplies removed. The device was determined to be nonfunctional and no longer water resistant. The user was advised to transition to backup insulin therapy and await replacement. No blood glucose impact or symptoms were reported.